Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. However, the insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 147 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.